Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10477. It was reported that the burr became stuck on the rotawire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) coronary artery. A 1.25 mm rotalink¿ plus and a rotawire were selected for use. After the 5th ablation, it was noticed that the burr became stuck with the rotawire and was removed together with the rotawire. The procedure was completed with a different device. No patient complications were reported.